Event description:
It was reported that the physician was implanting a helex septal occluder to close an atrial septal defect (asd). The defect balloon sized to 17.5mm and a 35mm device was selected. The device was advanced across the defect. The occluder was deployed and appeared in proper position and well apposed to the septum. Later that night, the pt had episodes of vomiting. The following morning, echocardiography revealed that the occluder had embolized to the left pulmonary artery. The device was removed in a transcatheter procedure and a second occluder was implanted thereby closing the defect. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The device was discarded so no device analysis could be conducted. The review of the manufacturing records verified that this lot met all pre-release specifications.